Manufacturer narrative:
(B)(4). Batch # n57278: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. Although no conclusion could be reached on what caused the damage to the device, please note that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No conclusion could be reached on how the bulkhead contacts were damaged. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: if the manual override did not work, how did they open the device and remove it from the patient? They forcibly opened the jaws.

Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler locked out. The surgeon attempted to utilize the manual override but was unsuccessful. He apparently did not utilize the reverse button. The sales rep provided an in-service to the surgeon. Another like device was used to complete the procedure. There were no adverse consequences for the patient.